Manufacturer narrative:
An event of embolization was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2018, a 19 mm amplatzer septal occluder (aso) was implanted and embolized due to patient anatomy. The aso was surgically removed and the defect was repaired. The patient is reported to be stable. The hospital retained the aso for investigation and specimen and will not be returned for analysis. Patient identifier and weight was not made available for this complaint.